Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 350mg/dl (arm) (this was the only result that was provided in the reported issue notes and it was documented that, "customer was comparing their results from their arm and thier finger."). Tests were done within <10 minutes with a difference of >20%. Patient did not experience any adverse events. No further information has been reported.